Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg 11. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It is reported that: patient reports pain along the front of leg and groin. MRI showed that revision surgery is needed. Patient states that revision is scheduled for (B)(6) 2012.